Event description:
Event description guidant received information that upon attempting to reposition this lead during the implant procedure, the helix of the lead remained lodged in the myocardial tissue and was separated from the lead body. The lead body was removed from the patient's vasculature and the lead was not implanted.